Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. (B)(4).

Event description:
After driving to the third trajectory, the arm was moved back to the home position. The planning tab was selected and the trajectory was modified and saved. Guidance mode was selected again, then a windows error message appeared saying there was issues with rosanna and the robot shut down. Surgeon requested further investigation into this issue as software issues occurred twice in the same case.

Manufacturer narrative:
It was reported that a communication error occurred during the surgery. DHR and complaint history review were not performed based on the low severity level of this complaint. Analysis of data logs determined that the cause of the issue is a crash of rosanna brain application however the root cause remains unknown.

Event description:
After driving to the third trajectory, the arm was moved back to the home position. The planning tab was selected and the trajectory was modified and saved. Guidance mode was selected again, then a windows error message appeared saying there was issues with rosanna and the robot shut down. Surgeon requested further investigation into this issue as software issues occurred twice in the same case.